Manufacturer narrative:
Covidien reference number: (B)(4). The device was evaluated by the service engineer who verified the malfunction. The graphical user interface (gui) was in inoperable condition. The gui printed circuit board ( pcb) was replaced and the backlight inverter (bli) pcb was upgraded. The ventilator passed all the required testing. It was also reported that the event occurred during patient use. There was no report of patient being transferred to another ventilator.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the 840 ventilator had a blank screen. There was no patient involvement reported.